Event description:
Report received of patient injury following lithotripsy treatment. Patient had a large bruise on right side of the back by the kidney. Following procedure, patient continued to have pain. Patient evaluated and diagnosed with kidney injury and liver bleeding. Per lithotripsy technician, treatment was for a 5 mm stone in the lower calyx.

Manufacturer narrative:
Field service engineer reported the "customer requested the system be fully tested to ensure it is operating properly". Verified and tested the complete system by simulated us testing, no failure detected, system is fully operational.